Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The instrument was running a patient sample, and the baths overflowed with approximately 10 ml of clear fluid. The leak was not contained and leaked onto the counter. There were no instrument generated error messages in conjunction with the leak. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There was no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer found the white blood cell (wbc)/ vacuum isolator chamber (vic) was not draining. The customer cleaned out chamber and replaced the vacuum fluid barrier which fixed the leak. A beckman coulter field service engineer (fse) was not sent to the customer's site to evaluate the analyzer. Beckman coulter (bec) internal identifier for this report is (B)(4).